Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that battery exploded in the pump during an international flight. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: during investigation, the pump was returned with moisture and rust in the battery compartment. The pump was unable to power on or be downloaded due to moisture ingress. A leak test was performed and failed due to a leak in the battery compartment underneath the grip pad. The pump was opened and there was moisture found on the printed circuit board power flex and on the force sensor plate. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.